Event description:
The customer tested his blood glucose using 2 contour meters and received readings of 294, 11 and 10mg/dl on one meter. On the second meter he received a reading of 102mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to him.

Manufacturer narrative:
The test strips were evaluated by qa. They gave e11 and readings of "lo". E11 indicates exposure to moisture, which usually causes high results. The retention lot gave satisfactory results